Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 3,000 ohms. Technical services (ts) was consulted for electrocautery mode and pacing inquiry with lead integrity issue. Ts provided troubleshooting and discussed electrocautery protection and pacing chamber. Ts advised noise was observed on the rv channel. At this time, the lead and this cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects reported. Received additional information the rv lead and this crt-d were explanted and replaced successfully. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 3,000 ohms. Technical services (ts) was consulted for electrocautery mode and pacing inquiry with lead integrity issue. Ts provided troubleshooting and discussed electrocautery protection and pacing chamber. Ts advised noise was observed on the rv channel. At this time, the lead and this cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects reported.